Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9175802 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. This lot was produced for 1.38mm units; therefore, the cpm is 0.7. Root cause description: no root cause can be determined as no samples were received. The inspections performed while producing this lot were all accepted. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ syringe handle was found damaged and broken when opening up the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the product packaging, the customer found that the handle of the flush was damaged and broken. The sample has been retained."